Event description:
We have received a product report involving a non-(B)(6) product and then received additional information regarding this. We are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from a patient's representative regarding an external device. N/a (equipment was not present). The reason for call was that a few months ago they were trying to get the machine replaced and the wires were pulled out of the charging machine. When asked for the event date, patient rep stated that they thought it was seven or eight months ago. Agent asked and patient rep confirmed they did not have the equipment with them at the time of call. Agent advised the patient rep to call back with the equipment for further troubleshooting. Agent had difficulty hearing patient rep and documented information to their best of their ability. St jude medical external equipment information sn (B)(6) model: 3728. Patient rep richard (B)(6) called back with the equipment and provided model information of the external equipment. Agent reviewed the product was a st jude medical product and provided patient services phone number for abbott. Caller called back stating the pt had a sjm1373 charger that was torn up and they did paperwork. Caller wanted to see if the insurance would pay for it and their insurance was going to send machine but they had not heard anything. Caller said they called about this before. Agent provided abbott patient support phone number of (B)(6) since pt had a st. Jude medical device. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).